Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report s #1627487-2016-01175 & #1627487-2016-01176 it was reported the patient experiences over-stimulation in both the ipg pocket and along the leads. Images were taken revealed the leads were pulled out of the ipg. Surgical intervention may be taken to address the issue.

Event description:
Device 3 of 3. Reference MFR reports #1627487-2016-01175 & 1627487-2016-01176. It was reported the patient's ipg was explanted and replaced. The patient is receiving effective stimulation therapy.